Event description:
Patient went into cardiac tamponade during procedure. Perforation reported. Rv lead repositioned and patient became bradycardiac and hypotensive. Hemorrhagic fluid removed from pericardium. Patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported.